Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a pacemaker mediated tachycardia (pmt) episodes which stored in the configured collection period. The rhythm appeared to be pacemaker driven and ended with algorithm appropriately. Technical services (ts) was consulted and noted atrial intrinsic amplitude out of range and undersensing was observed causing atrial fibrillation (af). The device remains in service. No adverse patient effects were reported.